Event description:
New information received that the dislodgement event was initially discovered during follow up in-clinic. The left ventricle (lv) failed to capture due to dislodgement.

Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
It was reported, that the patient¿s left ventricle (lv) lead was dislodged. On (B)(6) 2024, the physician elected to explant the lv lead and replaced with a new lv lead. The patient had no consequences.